Manufacturer narrative:
E1: patient city: jerez de la frontera . Patient country: spain. Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: california. Zip code: 91325. Zip four: 1219. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that on (B)(6) 2026, the patient experienced an infusion set bent cannula event on the first day of use, which led to hyperglycemia. The patient¿s blood glucose level was reported to be high which was managed with insulin administered via a pump.